Event description:
Problem with curlin pump tubing leaking from distal portion of tubing. Lot cf1125115. Patient on continuous dobutamine infusion. Required replacement bags of product to be sent to pt. Possibly interruption of therapy. Dates of use: (B)(6) 2011.